Manufacturer narrative:
Even though the patient indicate an allergic reaction to the candid care co aligner no clinical evidence was provided for the investigatiion to confirm the aligner caused the allergic reaction. Per candid's instruction for use (p/n rms-0010 rev 3), "if you suspect an adverse reaction, discontinue use immediately and consult your doctor. Your doctor, not candid care". Also, in the instructions for use in the warning section it states "the aligner plastic is free of bpa and phthalates. Rarely, patients may be allergic to plastic. Patients with a history of plastic allergies should not use this product". Based on the evidence presented it is not possible to determine the root cause for the allergic reaction.

Event description:
Patient (B)(6) kraken (B)(4) believed to have an allergic reaction to their aligners. Patient was experiencing headaches and nausea when wearing the aligners.